Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed maintenance code 7 (restricted or reduced air flow from air intake(power supply). The customer was advised to switch to another unit and sent the unit to their biomed department and another iabp was obtained to make the switch. There were no further issues. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed maintenance code 7 (restricted or reduced air flow from air intake(power supply). The customer was advised to switch to another unit and sent the unit to their biomed department and another iabp was obtained to make the switch. There were no further issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.